Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and a complaint trend analysis are in progress; results will be provided in a follow-up report.

Event description:
It was reported to boston scientific corporation on 2007, that during an esophageal dilatation on a female patient using a cre balloon dilatation catheter, the "balloon was broken inside the patient" when attempting to expand the balloon from 8mm to 10mm. The physician retrieved the pieces of the balloon. No further dilation was needed; therefore, the procedure was completed successfully with this cre balloon dilatation catheter. No patient complications were reported.